Event description:
Inbound. Patient reported that cadd 1ooml cassette that was mixed this morning was beeping on both pumps later today and she felt like she has having difficulty breathing, but her breathing was better later, cassette lot number 4096351. No further details provided.